Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant devices - persona posterior stabilized standard femoral component size 10 catalog #: 42500606802 lot #: 62740646, persona posterior stabilized articular surface right 13mm catalog #: 42521400813 lot #: 62741574. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the persona knee, loosening is one of the known adverse effects of total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2014. Concomitant medical products: 42500606802, persona ps standard femoral, 62740646, unknown tibial articular surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2018 - 00091. Remains implanted.

Event description:
It was reported that the patient underwent right knee arthroplasty. Subsequently, the patient experienced post-operative implant loosening. Patient was treated with additionally physical therapy, which helped temporarily, but still continues to experience issues. Attempts have been made and additional information on the reported event is unavailable.